Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the lcd touchscreen locking up and becoming unresponsive could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section h6, investigation findings, of the initial medwatch report indicated: 3221 (no findings available). Section h6, investigation findings, of the initial medwatch report should have indicated: 213 (no device problem found).